Event description:
Fluid transfer set pulled from main supply closet to be used by certified pharmacy technician in cleanroom pharmacy for preparation of hazardous drugs. This fluid transfer set is completely sealed in sterile original packaging. When the technician inspected packaging there is a loose hair floating in the packaging. This makes this product not useful for sterile compounding in the classroom. This is a braun fluid transfer set product code ft1100, ref 356052. Lot 0061945346, exp 5/31/2029. This is a stock supply we keep in a supply room for use on multiple patients, the product is used in sterile compounding daily. Manufacturer/compounder name: (B)(4).